Manufacturer narrative:
The pipeline flex was not returned for evaluation as it was discarded by the customer. From the provided photo, the pipeline braid was observed to be detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with moderate fraying on one end and in the middle section. Based on the photo, the report of pipeline flex failure to open on the distal end could not be confirmed. The actual device was not returned for analysis; therefore the event cause could not be conclusively determined. It is possible that the damaged pipeline flex braid and the braid positioning may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a vessel curve. The damage to the braid on the distal end of the pipeline is possibly the result of the physician resheathing the device more than recommended two times. Per our instructions for use (IFU): the user should ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ mdrs related to this patient: 2029214-2016-01107 2029214-2016-01108.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing retreatment of an unruptured, saccular aneurysm in the right cavernous internal carotid artery (ica). The aneurysm max. Diameter was 30mm and neck diameter was 12mm. The landing zone artery size was 4mm distal and proximal. The vessel was minimally tortuous. The devices were prepared as indicated in the IFU. The pipeline flex was positioned in a vessel bend. It was reported that at deployment, the pipeline flex was deployed and the distal edge did not open. The pipeline flex was resheathed three times as well as repositioned two times; the device still did not open. The pipeline flex was resheathed into the catheter and removed from the patient. The pipeline flex was discarded by the customer. A different device was used to complete the procedure. The angiographic result post-procedure showed slow filling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.